Event description:
It was reported that the right ventricular (rv) lead measured high threshold and it was noted that threshold values had increased since implant a few weeks ago. A polarity switched occurred to unipolar configuration. Reprogramming was performed. The patient was admitted to the hospital for further observation. A lead revision was planned. Presently, the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).